Event description:
False positive result (s). Too three of these even though my family all tested negative. I tested positive on three test. I had a faint line. No symptoms, fully vaccinated and haven't been around people in a week. I then went to get a test at the clinic and tested negative. Seems like this test picks up in the common cold or something else but is not great at giving you confidence in whether or not you have covid.